Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm513.7 implantable collamer lens of -5.0/4.5/101 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged due to excessive vault. Reportedly, "replaced due to narrow corner angle. The clinic did not perform CT or vault examinatons." Cause of the event is unknown. The problem was resolved.